Event description:
It was reported that the ilet user intentionally entered smaller-than-actual meal announcements to avoid hypoglycemia, which led to maladaptation of usual meal sizes and resulting in glycemic excursions. A factory reset was performed, insulin delivery was resumed, and the system was re-paired, with education and additional training provided. Symptoms included hypoglycemia with reported nadir around 40 mg/dl, hyperglycemia with reported peak around 500 mg/dl, confusion or disorientation, distress, nausea, and vomiting. Outcomes included serious injury of hypoglycemia requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem was identified related to announcing an incorrect size meal, and the relevant component involved was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.